Event description:
It was reported by service report that the fowler was drifting. Customer reported that it is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Fowler clutch.